Event description:
It was further reported that seven days prior to the index procedure the patient was referred for stress tests which revealed st-segment depression anterior and inferior lateral exercise-induced ischemia. In (B)(6) 2013, the patient was referred for stress test which revealed as st-segment depression laterally induced exercise basilar anterior wall and inferior lateral hypo kinases. And in (B)(6) 2013, the patient presented with worsening angina symptoms and the subject was referred for cardiac catheterization. Five days after, the patient presented due to recurrent chest discomfort with severe triple vessel coronary artery disease which was subsequently diagnosed as an unstable angina and was hospitalized on the same day. Coronary artery bypass graft (CABG) was also performed to treat the 1st right posterolateral branch which was not previously reported

Event description:
(B)(4) trial. It was reported that in-stent restenosis occurred. In october 2012, the patient presented due to stable angina and underwent cardiac catheterization which revealed an area of 95% in-stent restenosis of a previously implanted stent located in the proximal right coronary artery (rca) and was 15 mm long with a reference vessel diameter of 4.0 mm. It was treated with pre-dilatation and placement of a 4.00 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Non-target lesions located in the proximal left circumflex (lcx) and proximal left anterior descending (lad) artery were also treated with unspecified drug eluting stents. In (B)(6) 2013, coronary angiography revealed 80% in-stent restenosis (isr) of a previously implanted study stent in the proximal rca and a 60% stenosis in the right posterior descending artery (r-pda). Five days after angiography was performed, coronary artery bypass grafting (CABG) was performed to treat the 80% isr of the previously placed study stent in the proximal rca and the 60% stenosis in the r-pda. Four days post-procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).